Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. During troubleshooting with tandem technical support, it was determined the customer accidentally turned the pump off. The pump was successfully turned back on and insulin delivery was resumed. Customer had elevated blood glucose (bg) levels (429 mg/dl). Customer delivered a bolus to address elevated bg levels.